Event description:
Literature was reviewed regarding the ross operation in young patients. The study population included 795 patients who were predominantly male with a mean age of 43 ± 14 years old. Multiple manufacturer¿s devices were implanted in the study population; 64 patients were implanted with a medtronic freestyle bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: bleeding, transient ischemic attack (tia), apoplexy/thromboembolic events and endocarditis. It was reported that reoperation and reinterventions were performed. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: markus liebrich., et al.. The ross operation in young patients. Deutsches ärzteblatt international 121: 766¿72 2024. 10.32 38/arztebl.m2024.0195 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.